Manufacturer narrative:
The customer stated that the instrument had been intermittently giving 17psi pressure low. The customer stated that the wash concentrate bottle cap and the tubing were not broken or loose, and that the wash concentrate reagent was 60% full. Bci customer technical support (cts) advised the customer to stop and home the instrument and reseat the orange cable sensor on top of the wash concentrate reservoir, but it did not resolve the issue. The cts guided the customer to shutdown and reboot the instrument and to clean up the leak. The customer replaced wash concentrate cap and straw as well as wash concentrate reagent, but the issue was not resolved. Bci field service engineer (fse) visited the site on (B)(4) 2011, and repaired broken tubing on valve 14.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to wash concentrate bubbling out from the reagent bottle cap on synchron lx 20 pro clinical system. No injury was reported and there was no effect to patients or users.